Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump stopped insulin delivery. Blood glucose (bg) level was high. The contact did not know if there was a pump alarm. The contact declined to provide further information and declined tandem technical support assistance.